Event description:
The catheter was stuck in the preface sheath. The catheter and sheath were left in the body until the clotting time return to normal, approximately fieve (5) hours. The devices were then removed without difficulty. The patient is reportedly doing fine and no additional hospitalization was required.